Manufacturer narrative:
Additional patient information has been requested. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the respiratory therapist has placed the heliox hose in the patient circuit. When the pressured heliox flowed into the patient it caused a back flow into the ventilator. The ventilator alarmed co2 rebreathing. Unknown at this time if there was patient harm.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information regarding the event but no response received from the reporter. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. No call received from the customer relevant to this report. Philips was not authorized to evaluate the device.